Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was unable to find the wireless networks. When hitting refresh, a message would pop up stating "ping to wifi endpoint failed." In self-test, internal network status showed wifi disconnected and internal firmware showed unknown firmware. They took a picture of the static ip information and then changed the wired connection to dhcp. This turns the lan port into a dhcp connection that the wifi can work off of. Then they swapped the dmz and lan cables on the router internally so that lan went to the wifi router and dmz went to the bulkhead. At this point they were able to query wireless networks normally. They swapped the ports back to the correct configuration and turned the wired connection back to static with the correct ip information. No patient was present at the time of the event.